Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. Despite these issues, there was no adverse impact on the customer's blood glucose level. The customer attempted to resolve the occlusions by resuming insulin but continued to experience difficulties with the current pump. After consulting with technical support and exhausting troubleshooting options, it was decided that a replacement pump would be provided to the customer. The customer continued to use current pump for insulin therapy.